Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) had a broken conductor wire (black). On (B)(6) 2024, when the forceps were replaced, patient side cart (psc) did not recognize the forceps. Therefore, it was not improved by checking the area where the drapes were attached. The forceps were dirty and checked. The wire was broken. The procedure was completing as planned with no reported injury.